Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient was initially undersized (implant works fine).

Event description:
According to the available information, patient was initially undersized (implant works fine). Additional information received indicated the patient believes his penis became "2 inches shorter". The head of his penis also hangs down ventrally when he is maximally inflated. Ipp inflates/deflates correctly with mentor-type pump in mid/upper scrotum. Sst deformity seen with maximal inflation. Patient underwent an ipp insertion in 2005. Measurements were taken, and it was noted that a 23.5cm total prosthesis length was appropriate. Of note, his previous total cylinder length was 20cm.

Manufacturer narrative:
Requests for the explanted prosthesis and for additional information surrounding this event have been made. However, to date neither the device nor the information has been received. Without the benefit of analyzing the explant and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. Quality was not able to perform manufacturing record review due to the lot number not being provided. Based on the available information, quality accepts the physician's observations of incorrect sizing as the reason for surgical intervention. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.